Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was been reported that the data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to loosening: it was reported that a patient underwent revision (hip, right) due to aseptic loosening socket., 11 years after implantation. The liner and the head were removed.

Event description:
It was been reported that the data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to loosening: it was reported that a patient underwent revision (hip, right) due to aseptic loosening socket., 11 years after implantation. The liner and the head were removed.

Manufacturer narrative:
(B)(4). D11 - liste of associated devices: alize ii liner s48, reference p0502001, batch 0000183572. Alize ii cup ha 48, reference p0407h48, batch 0000148971. Aura ii hip ha coated right size 6, reference p0126h06, batch 0000176256. This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Within 3 years, only the current complaint has been registered regarding a revision due to loosening on stainless steel femoral head d28, reference p0201l28, batch 0000176298. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.